Manufacturer narrative:
On (B)(4) 2015 an ocd field engineer (fe) arrived at the customer site, replaced cavro diluter with valve and syringe, replaced teflon tubing from cavro valve to probe and adjusted handler. Fe discovered damage in reagent carrousel, the spinner disk cannot be screwed in place. Fe ordered replacement carrousel with delivery onsite. Customer will replace it upon part arrival. Fe performed new reference image and ran waddiagnostics successfully. Customer ran controls successfully. The investigation determined that the most likely root cause of this event was instrument related. No incorrect or erroneous results were reported as a result of this incident. There was no risk present at the time of the incident. There was no harm to any patient.

Event description:
Customer reported a false negative antibody screen on provue for a sample that is positive when manually tested.